Event description:
Pt was admitted to harborview med ctr for an elective parathyroid resection. Pt's condition and pre-existing pressure ulcers required that she use an ambassador 1200 plus bed frame with a mattress overlay. Pt found out of bed on floor with no pulse and not breathing. See scaned page.